Event description:
A physician was in the process of injecting collagen on a pt when the needle disengaged. The needle was left stuck in the pt's skin and the remaining collagen splattered on the pt's face. The physician was able to remove the needle from the pt's face without injury to the pt. The procedure was completed with a backup syringe of collagen with no further incidents or accidents.